Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5.2 was not opening. The field service engineer located the disconnected cable, reseated it, and verified that the connection was secure. After completing this step, the system was rebooted, and the drawer¿s functionality was confirmed through application testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer did not open. It was indicated that the unit was not on the bus and could not be reconnected. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.